Event description:
It was reported that sheath fluid under pressure leaked outside of instrument during use with a bd lsrfortessa¿. The following information was provided by the initial reporter: hts faulty - suction problem - contaminated liquid in the device. The problem appears to be localized at the outlet of the injection port. The liquid is no longer draining and overflows from the port. The latter is not blocked, however, the problem seems to come from within the hts itself. Due to the leakage, could you please answer the following safety questions: was the leak contained within the instrument? No. Was the leak in a customer accessible location?yes. What was the fluid that leaked? Sheath. What is the source of leak - waste line or non-waste line?non waste. Was the customer exposed to biohazard fluids (example: blood, tissue, waste)?no. If customer was exposed, how were they exposed? (Clothing, skin, mucous membrane, or non-intact skin) was personal protective equipment (ppe) being worn?yes. Was biohazard fluid mixed with bleach?no. Was there any physical harm/injury or impact to patient samples due to leak?no. If customer was harmed/injured, provide details - how and to what extent?n/a. If there was patient harm, what is the current medical status?n/a. Additionally, on 2020-09-17 the fse provided the following additional information: was there spray of fluid under pressure? Yes.

Manufacturer narrative:
H6: investigation summary: during priming the facssheath is not properly evacuated by the waste circuit. Opened instrument for diagnose found that the tubing from the needle well to the body of the hts was blocked. Cleaned tubing so the liquid can flow properly. During a 2nd prime cycle, the facsheath is still not evacuated properly. It is also clearly audible that the waste pump is almost not making any noise. This means that the waste pump is defect and needs to be replaced. The repair depot will replace the inner waste pump (B)(6). Clean hts body. Test hts in the testing platform at the bd repair deport. Hts run was successful. Priming works good, injection well is properly aspirated. Hts was returned to the customer. Manufacturing device history record (DHR) review: review of the DHR for part number: 33300464 and serial number: (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Based on the investigation results and the fse¿s report the root cause was defective waste pump.

Manufacturer narrative:
Medical device expiration date: na. Date received by manufacturer: 2020-08-18, however, information obtained from customer making complaint reportable was received (B)(6) 2020. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sheath fluid under pressure leaked outside of instrument during use with a bd lsrfortessa¿. The following information was provided by the initial reporter: hts faulty - suction problem - contaminated liquid in the device. The problem appears to be localized at the outlet of the injection port. The liquid is no longer draining and overflows from the port. The latter is not blocked, however, the problem seems to come from within the hts itself. Due to the leakage, could you please answer the following safety questions: was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Sheath. What is the source of leak - waste line or non-waste line? Non waste. Was the customer exposed to biohazard fluids (example: blood, tissue, waste)?no. If customer was exposed, how were they exposed? (Clothing, skin, mucous membrane, or non-intact skin). Was personal protective equipment (ppe) being worn? Yes. Was biohazard fluid mixed with bleach? No. Was there any physical harm/injury or impact to patient samples due to leak? No. If customer was harmed/injured, provide details - how and to what extent? N/a. If there was patient harm, what is the current medical status? N/a. Additionally, on 2020-09-17 the fse provided the following additional information: was there spray of fluid under pressure? Yes.